Event description:
It was reported to vyaire medical that the vela ventilator is getting low ve (minute ventilation), low pip (peak inspiratory pressure) alarms, and auto-cycling after passing leak test. There is no information on patient involvement.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.